Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3: device not returned.

Event description:
It was reported intermittently that the pump history was missing data despite being in use. There was no adverse impact to the customer¿s blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.